Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. It could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clips deployed from the device did not close completely. Another device was used to complete the procedure. There was no adverse consequence to the patient.